Event description:
During a graft de-clot procedure in the patient's left arm, the guide wire unraveled. The site reported no patient harm or injury.

Manufacturer narrative:
Upon return of the device, the failure mode of the device was confirmed. Additionally, it was noted that the distal solder sheared off. Review of manufacturing records indicated no anomalies. Physical and dimensional evidence indicated that the sub assembly wire was built to specifications. The root cause of the failure could not be determined. This failure is similar to other failure merit has investigated in which the guide wire was pulled back through the needle. Merit's IFU contains the following warning:" withdrawal, pull back, or manipulation of the guide wire distal tip through the needle may result breakage or embolization." Merit medical will continue to monitor these types of events for any potential trends.